Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-05733. During follow-up, patient discomfort was noted as a result of device placement. The device was explanted and a new device was implanted in a different location to resolve the issue. The patient was in stable condition.

Event description:
Related manufacturer reference numbers: 2017865-2019-05733 related manufacturer reference numbers: 2017865-2022-19935 during follow-up, patient discomfort was noted as a result of device placement. The device was explanted and a new device was implanted in a different location to resolve the issue. The patient was in stable condition.